Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged / defective tubing. The following information was provided by the initial reporter: after delivery while attempting to infuse post-partum oxytocin, alaris pump continuously alarming occlusion at patient. Multiple trouble shooting interventions completed including flushing IV, repositioning patient arm, and replacing pump tubing. When initial pump tubing removed from pump, aneurysm-like enlarged area noted in tubing removed from pump module. Photo of tubing sent to bp nurse manager. Product: 115603 - set admin 25ml l117in 20 drop pump module 2 piece male luerlock y site port smartsite needle free valve alaris (manufacture #2420-0007).